Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation in the complaint file to show that there is a causal relationship. The pdrn reported that there was a breach in aseptic technique when the patient¿s tubing fell into the toilet. The patient had been experiencing confusion throughout the hospitalization which could have contributed to the breach in aseptic technique. There is no relationship between the patient event of hemorrhagic cva and nstemi and pd therapy with the liberty select cycler. The events are most likely caused by the patient¿s extensive comorbidities including multiple cardiac issues including not limited to: coronary artery disease, carotid stenosis, hypertension and chronic systolic congestive heart failure. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product for these two issues. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient was currently on antibiotics. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn) on 09/18/2018 and in medical records received 09/19/2018. The patient presented to the emergency room (ER) on (B)(6) 2018 with confusion and headache. He was feeling fine when he went to bed the previous night and woke up with the symptoms. In the ER he was very hypertensive (unknown values) and given intravenous (IV) nitroglycerin (dose, frequency and duration unknown). The patient was admitted with a diagnosis of hemorrhagic cerebrovascular accident (cva) and was treated with acetylsalicylic acid (asa), received platelets and desmopressin acetate (ddavp). On (B)(6) 2018 the patient suffered a non-st elevated myocardial infarction (nstemi) and during workup it was noted the patient had a high probability of a left vertebral artery dissection. The patient was initially treated in the intensive care unit but then moved to the medical floor. The patient continued to endure complications of ongoing low-grade chest pain, generalized weakness, decreased appetite, confusion at night and blood per rectum requiring flexible sigmoidoscopy where colitis was found. The patient continued peritoneal dialysis (pd) therapy during hospitalization. The patient¿s pd effluent (no reported signs/symptoms) was sent for culture (unknown date) where it was positive for escherichia coli (e. Coli) (pdrn reported enterococcus faecalis) with a white blood cell count of 2739 mm3. Per the pdrn, there was a breach in aseptic technique as the patient¿s tubing fell into the toilet. The patient was treated/prescribed intraperitoneal (ip) aztreonam and IV flagyl (dose, strength, frequency and duration unknown). By (B)(6) 2018 the patient was ready for a transfer to an acute inpatient rehab.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...